Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the circular seal was cut. The envelope seal and cannula appeared intact. The obturator was received. Pmv performed functional testing; the device failed an air leak test. The obturator was inserted into the cannula and was removed cleanly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, when surgeon tried to use surgical instrument, it was caught in the trocar and would not pass through it smoothly. A new trocar was opened to complete the procedure. The procedure was completed with another device. The status of the patient is no injury.